Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline disconnect and low flow alarms were confirmed via customer submitted photos. The account communicated that the patient complained of several alarms that were triggered while they were at home resting. According to the account, the patient did not touch the device at the time of the event. The system controller was exchange and no alarms have reoccurred. The root cause for the reported event was unable to be conclusively determined through this analysis. The account submitted photos displayed the alarm history of the system controller. Driveline disconnect and low flow alarms were active on 24feb2024 at 14:15. The submitted controller event log file did not contain data from the reported event dates of 22feb2024. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, and the heartmate 3 lvas patient handbook, rev. C, are currently available. Section 1 of the IFU, ¿introduction¿, also addresses all pump parameters, including pump flow. Section 2, "system operations" states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6 ¿patient care and management (under "educating and training patients, families, and caregivers") explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outlines all system controller alarms, as well as how to respond to each alarm condition. The patient handbook warns "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." The patient handbook warns ¿do not disconnect the modular in-line connector or the pump will stop.¿ in addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient complained of several alarms that were triggered while they were at home resting; they had no symptoms. There was a disconnection of one of the power cables, loss of both power supplies, low flow, and disconnection of the driveline. When the patient's system controller was checked at the outpatient clinic on (B)(6) 2024, there was a history of the alarm on (B)(6) 2024. There were four alarms, power cable disconnected: 37s, low flows: 19s, driveline disconnected: 3s, and no external power: 31s, that had triggered at the same time on (B)(6) 2024 at 14:15. Log files were submitted for review. The log file did not contain data any longer from (B)(6) 2024 and only contained data from (B)(6) 2024 to (B)(6)2024 in the periodic log and from (B)(6) 2024 to (B)(6) 2024 in the event log. The submitted set of log files did not contain any evidence of a system controller issue and there were no system controller faults in the log files. The mechanical circulatory support (mcs) equipment was operating as intended. It was noted by technical services that there were no electrical abnormalities on any of the conductors. It was noted that there was no health hazard to the patient and the cause was not found from the log file analysis, so it was unknown. The system controller was driven without any problem, but an alarm was generated in the driveline or the power cable, therefore a failure of the system controller was suspected. The system controller was exchanged and the alarms had not reoccurred.